Manufacturer narrative:
The subject product was returned and simulated use testing found the device to function as intended. The reported event, failure to fixate and failure to deploy, could not be reproduced. The remaining fasteners fixated into a mesh/foam pad with no issues. Inner component evaluation found no manufacturing anomalies. Root cause of the reported issue is most likely related to a use error with the sorbafix fixation device. As reported, this was a inguinal procedure and the user was firing into or near the cooper's ligament. It is most likely the user fired the device into bone and/ or cartilage. The instructions for use adequately prescribes the proper technique for fastener delivery and contraindicates against insertion of fasteners into bone or cartilage. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A review of the subject lot found this to be the first reported complaint for the (B)(4) units manufactured in january of 2020.

Event description:
It was reported that while performing a laparoscopic inguinal repair, the tacks of the sorbafix fixation device did not come out properly. None of the fasteners performed adequate fixation and they didn't fire correctly causing some to fall out of the end of the sorbafix. As reported, all fasteners were accounted for and none were left in-vivo. The operating room staff reports that they believe the surgeon was firing into cooper¿s which would cause the issues. The bd sales rep. Spoke with the surgeon, who stated they were aware it couldn't be fired into the cooper¿s. It was believed that it is always fired above the cooper's in the tissue above. A second sorbafix from this lot was used after with no issues. There was no injury or impact to the patient.